Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Device manufacturer date unknown / not provided. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent.

Event description:
Doctor reported that implant at tooth site 14 fractured at the body of the implant. Patient would have to return to remove the lower part of the implant and place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one full osseotitea® implant 3.75 x 13mm (fos313) was returned for investigation. Visual evaluation of the as returned implant identified fracture at body area. Remaining part of the implant still implanted. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Device history record (DHR) review for the lot (788748) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (788748) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.